Event description:
It was reported that the patient had reached cooling of 33 c in the arctic sun device but it was overshot to 31.5 c water temperature was 39 c and the flow rate was 2.7 lpm. The nurse stated that the foley catheter did not pick up the patient temperature. The nurse then switched to esophageal probe the temperature was 33.4 c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had reached cooling of 33 c in the arctic sun device but it was overshot to 31.5 c water temperature was 39 c and the flow rate was 2.7 lpm. The nurse stated that the foley catheter did not pick up the patient temperature. The nurse then switched to esophageal probe the temperature was 33.4 c.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿sensor wire too weak¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.